Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Unit passed self test. Unit received with cracked reservoir tube lip, scratched case, missing retainer, missing reservoirtube o-ring and minor scratched lcd window. No cracks noted on pumpalong the reservoir tube (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had long crack beginning from the top of the to all along the length of reservoir tube. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.